Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized shortly after the implant procedure due to pain, weakness, and increased blood pressure. The patient has recovered without sequelae and is currently receiving effective pain relief from using their device.